Manufacturer narrative:
(B)(4) batch # unknown. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows tissue with staples legs protruding of staple line. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that after the actuation, completely in respect with the correct procedure, some staples have not completely closed. The package of used reload was excluded from the surgical table and a new lot was taken. Using the same stapler with new reloads with another lot, it worked. The surgical procedure was completed with a manual reinforcement suture. No patient consequence reported.